Event description:
It was reported that there was a crack on the foley catheter tip upon opening the package. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack on the foley catheter tip upon opening the package. The device was not used.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. Photo samples were submitted which showed what appeared to be a cut at the tip of the catheter. The 3 way foley catheter was returned without the original packaging. The cut at the tip of the catheter appear to have been made by a sharp object and a small blue fragment could be seen within the cut on the catheter. The catheter was viewed under a microscope at 15x and 20x magnifications and the blue fragment was seen more clearly and confirmed to be a piece of the blue sleeve that encloses the catheter. Based on this information this event will be confirmed manufacturing related due to bagger machine cut. This is out of specifications which states, "catheters damaged by hot knife are to be scrapped. This includes burned catheters, cut catheters or cracked caps." Unable to identify the specific cause of the reported event, however, based on the risk document a potential root cause for this event could be, "operator error". As no patient involvement was reported the device was not used on a patient, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.